Event description:
A report was received that the patient had an infection in the pocket and midline incision with symptoms of drainage and redness at incision sites. The physician believed it was procedure related and not related to the device. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8352-70, serial #: (B)(4), description: coveredge x 32, 70 cm. 4x8 surgical lead, model #: sc-4316, lot #: 16744665, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.